Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted due to infection. Patient was stable throughout.

Manufacturer narrative:
Correction: date of birth was previously reported as (B)(6) 1974 but was incorrect. The correct date of birth is (B)(6) 1947.